Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. Additional information obtained from the field representative indicates that the patient required re-operation and the lead went through the heart muscle into the pericardial space. This rv lead was repositioned and still remains in service. No additional adverse patient effects were reported.